Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Due to the age and condition of the patient, no revision procedure has been scheduled at this time. This ICD remains in service. No adverse patient effects were reported.